Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device failed the homechoice rite (return instrument test / evaluation) functional test and failed the rite electrical earth leakage current test. The pal evaluated the device. An internal inspection revealed no problems. Continuity tests were performed and there were no connections found between the power and ground in the device. The assignable cause for rite test failure - earth leakage current was undetermined. A service history review was performed, and no issues were identified that may have contributed to the issues of failed earth leakage. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up e MDR.